Manufacturer narrative:
Therapy and event date is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR. Report: 3006705815-2019-04540. Both of the patient's leads are being reported because it is unknown which lead is liable. It was reported that patients leads had migrated and causing ineffective therapy from approximately end of september. X-rays confirmed that one of the lead had migrated out of the epidural space. To address this issue patient underwent surgical intervention where the migrated lead was explanted and replaced with another lead. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.